Event description:
It was reported that the patient had stridor and their spo2 was at 86% when the output setting was at 1.25 ma and 89% when the output setting was at 0.75 ma. The patient settings were then set to 0.25 ma for normal stimulation and 0.50 ma for magnet stimulation. It was verified that no stridor was noted at these settings. Systems diagnostics were performed on the device a few days later and were noted as ok. No trauma was reported by the patient. No additional relevant information has been received to date.